Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a gi dilation procedure performed on (B)(6) 2024. During the procedure, two different 15-18 balloons from the same lot would not inflate. Water was coming out from the tip of the balloon even though the inflation handle was connected to the appropriate port. The procedure was completed successfully with another balloon of a different size. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event.